Event description:
Information received from the field does not address the patient's clinical status but notes that after the pocket was closed, measured data showed >2500 ohms impedance. The pocket was opened and the setscrews were tight and the lead connections were visualized as normal in the connector header. A new pulse generator was placed with normal function.